Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and sore throat related to a dreamstation humid. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the dust/dirt contamination found at the air inlet, iso port, on the front and back panel, motor casing/impellers, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found on the blower box and motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination. The dust/dirt contamination found within the humidifier unit, on the iso port, within the dry box and dry box assembly, on the dry box seal, and on the edge of the heater plate. Mineral spots consistent with the use of non-distilled water was found within the humidifier unit on the dry box seal and heater plate. Contamination consistent with metallic corrosion was found on the bottom of the humidification unit and on the heater plate. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 9 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was unable to address the symptoms specified.